Event description:
Customer reported via phone, the insulin pump had a keypad anomaly. Customer's blood glucose was 10 mmol/l. He changed the battery but keypad anomaly persisted. Customer stated he pressed all of the buttons but none were responding. Customer was sleeping with device prior to the issue occurring. Customer was advised to discontinue use of the device and revert to back up plan. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons and the problem was isolated to the liquid crystal display circuit board. The insulin pump was received with a cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.